Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at the quick release. The patient observed insulin out of the tubing about 1 hour after changing the set. This issue occurred with 2 sets. No further information available.